Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer dermatome ii 4 inch width plate coating began to bubble off of the width plate, which left this instrument unusable. It was reported that the width plate was cleaned and sterilized "as normal". No additional clinical information was received prior to this report.